Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during un-packaging of the 3.0 x 28 mm multi-link 8 stent delivery system (sds), the protective sheath and the stylet were removed from the sds, but the stent implant had dislodged from the balloon, and remained in the protective sheath. There was no resistance noted during removal of the sheath or stylet. The multi-link 8 sds was not used and a non-abbott sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.